Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to clogging of the jet tube, water cannot be supplied. In addition to the foreign matter in the sub water port, the evaluation findings are as follows: the adhesive on the bending section cover had a white clouded area, the connecting tube had a scratch, switch #1 had a scratch, switch #2 had a scratch, and the image guide protector had a scratch. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. The customer flushed the auxiliary water channel with water and with detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the gastrointestinal videoscope¿s secondary water channel was unable to send water. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign matter came out of the sub-water supply port.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. It is unknown if there was a delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, and the air/water nozzle is flushed with detergent solution. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ [inspection of the endoscope] 2 inspect the control section for any irregularities such as excessive scratching, deformation, and loose parts. 4 inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. [Inspection of the auxiliary water feeding function] when ¿water supply pump¿ is not assigned to the remote switch 1 attach a syringe containing sterile water or the water tube from a flushing pump to the luer port of the auxiliary water tube. 2 feed water from the syringe or the water tube. 3 confirm that water is spurted from the auxiliary water channel at the distal end of the endoscope. 4 make sure that no water leaks from the connection between the luer port of the auxiliary water tube and the syringe or water tube. 5 disconnect the water tube or the syringe from the luer port of the auxiliary water tube. 6 make sure that no water leaks at the luer port of the auxiliary water tube and/or the distal end of the endoscope. ¿when ¿water supply pump¿ is assigned to the remote switch (cv-1500) (when it is used) 1 attach the water tube from a flushing pump to the luer port of the auxiliary water tube. 2 feed water from the water tube. 3 confirm that water is spurted from the auxiliary water channel at the distal end of the endoscope. 4 make sure that no water leaks from the connection between the luer port of the auxiliary water tube and water tube. 5 disconnect the water tube from the luer port of the auxiliary water tube. 6 make sure that no water leaks at the luer port of the auxiliary water tube and/or the distal end of the endoscope. Olympus will continue to monitor field performance for this device.